Manufacturer narrative:
H3:product analysis found that the eclc shows intermittent error codes during start up and during tests. The usb interface connector/board is faulty. The earphone connector is cracked. H6: previous codes b21 and c21 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (controller eclipse, 945eclc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that eclc computer, during a simulation, the signal labels turn red while the impedance measurements are correct. There was no patient impact.

Manufacturer narrative:
B5: update the event details based on related event. H6: annex d/fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, nim computer signal labels turn red while the impedance measurements are correct. Stimuli were not administered even though the user interface of the software indicated that it was stimulating. Software sometimes hangs/crashes during procedure after baseline has already been established. The procedure was completed without neuro-monitoring system. There was no patient impact.